Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device displayed red x with service required. The device was not in use on a patient / no adverse event involving patient or user was reported.